Manufacturer narrative:
Other text: masimo has reached out to the customer to request the return of the device. The product has not been returned to masimo to allow an analysis to be performed.  If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the rad-97 "connection to patient cable has failed" and "this affects measurements since its interrupted." There was no patient impact or consequence reported.

Manufacturer narrative:
Other, other text: the returned rad-97 was evaluated. The device was unable to provide measurements due to recessed pins on the patient cable connector of the device and a "replace sensor" error message was triggered on the monitor.

Event description:
The customer reported the rad-97 "connection to patient cable has failed" and "this affects measurements since its interrupted." There was no patient impact or consequence reported.